Event description:
On june 19, 2006 the lay user/reporter (patient's mom) contacted lifescan alleging that the patient received medical attention because the one touch ultrasmart was reading inaccurately high. The medical affairs specialist spoke with the patient's mom on june 23, 2006 to obtain/verify the following information. After 9pm, the patient obtained a meter reading of "437 mg/dl" while having no symptoms of high or low blood glucose levels; however, the patient reportedly does not have any warning signs of high blood glucose symptoms. Following the use of the meter, the patient was given 16 units of novolog fast acting insulin based on the meter reading and her usual 56 units of lantus. An hour later, the patient had a seizure and got a "26 mg/dl on her meter. The patient's mom gave her glucose tablets and called the emergency services. Approximately 8 minutes later, the paramedics arrived when the patient was coming out of her seizure. The patient's blood glucose was retested and got a "260 something mg/dl" on her meter and within minutes got a "90 mg/dl" on the paramedic's meter. She was then given a glucagon shot and was taken to the hospital. Upon arrival at the hospital, the patient got "144 mg/dl" on hospital's meter and was treated with IV glucose and food/drinks. The hosp also performed CT scans and other blood lab work. The pt was released the next morning. The doctor advised the patient to test every two hours and also decrease her insulin dosages. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl", the sample was from an approved source (finger), and the correct testing/cleaning techniques were used. The patient's mom stated that the test strips were in good condition and that she performs control solution tests every time they change code number; however, she did not perform a control solution test at the time of concern. This complaint is being reported because the patient obtained a relatively high result, was given insulin, and eventually had a seizure. She received medical treatment. The meter, test strips, and control solution were replaced.